Manufacturer narrative:
The reported event that a ¿volar smartlock distal radius plate, standard, left, long, 14 holes¿ broke after the initial surgery, could be confirmed, based on the provided medical records. Since the actual ¿volar smartlock distal radius plate, standard, left, long, 14 holes¿ was not returned, an inspection could not be performed. It was reported that the plate was implanted in (B)(6) 2017 and the breakage occurred in (B)(6) 2017. The amount of time passed indicates a delayed union. Usually a delayed union is present when an adequate period of time has passed since the initial injury, without achieving bone union. The main reasons for a delayed union are an inadequate reduction, inadequate immobilization, distraction, loss of blood supply, and infection. However, no x-rays were provided, therefore it cannot be concluded whether the primary surgery was done correctly (initial x-ray), or there was any insufficient bone support (postoperative x-ray). Also, no further information regarding the patient and his immobilization were communicated. As per IFU (v15013): the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ [¿] ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As per IFU (v15013), ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ [¿] ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ [¿] ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information were provided related to the patient, and it cannot be confirmed whether the implant broke due to that. It was also reported that this was the 2nd intervention and the patient was already implanted with another plate which was again broken. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the implants. Based on investigation, the root cause would be attributed to a patient related issue, due to overload. However, please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Particularly, the raw material certificate was reviewed and everything was according to the specifications. The material used for the reported ¿volar smartlock distal radius plate, standard, left, long, 14 holes¿ is titanium (grade 02). If any further information is provided, the investigation report will be updated. Device remains implanted.

Event description:
First intervention for ulnas fissure surgeon used a plate for j&j on (B)(6) 2016 and the plate was broken after a few months, in second intervention on (B)(6) 2017 the surgeon use a stryker volar smartlock dr plate and 10 screws to fix the plate. Now the stryker plate is broken and the patient requires a new intervention to avoid the problem not perform yet. Patient requires a new medical intervention to remove the broken plate and according with treatment proposed by the surgeon perform a arthrodesis in the hand to avoid the failure